Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular lead could not be fixed well due to patient anatomy. The threshold on the lead was also unstable. The right ventricular lead also could not be implanted due to the patient's anatomy. Both leads were not used and new leads were implanted. No patient complications have been reported as a result of this event.